Manufacturer narrative:
Code "other" was selected as the medical device remains implanted. Return not possible. (B)(4).

Event description:
The following was reported to gore: on (B)(6) 2022, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. During a trunk ipsilateral leg endoprosthesis was deployment, the ipsilateral leg was deployed with pushing up but it was not pushed up completely, then the ipsilateral leg covered the right internal iliac artery. No additional treatment was performed to fix it.